Event description:
It was reported that the patient underwent a left shoulder revision approximately twelve (12) years post-implantation to receive a pmi device due to humeral stem loosening, bone erosion, and rotator cuff failure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-00407. D10: item# unk humeral stem; lot# unknown. Item# unk bf head; lot# unknown. E1: full establishment name - (B)(6) institute. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.